Manufacturer narrative:
Device problem code a0501 captures the reportable event of peg tube detached.

Event description:
It was reported to boston scientific corporation that an endovive jejunal feeding tube was used during a gastrostomy jejunostomy procedure performed on (B)(6) 2023. It was reported on (B)(6) 2023 the g-tube was no longer attached to the adapter of the endovive jejunal feeding tube. A new endovive jejunal feeding tube was placed. There were no reported patient complications as a result of this event.